Event description:
It was reported that the programmer stylus would not work in the corner of the screen. The stylus was replaced, but the issue continued. The programmer is being returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor would not align on the programmer display screen. It was also found that the left keyboard hinge was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer has been returned to service.